Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving fentanyl (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient's pump was refilled on (B)(6) 2020 and the patient had not undergone magnetic resonance imaging (MRI). A spontaneous motor stall had occurred. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. No diagnostics/troubleshooting were performed at the time of report. It was noted that the pump would possibly be replaced soon, but that was unknown. The issue was unresolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-apr-07, additional information was received from the manufacturer representative (rep). It reported the patient's pump was removed on (B)(6) 2020. The pump contained fentanyl (3,000 mcg/ml, 1 ,084 mcg/day).

Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall due to gear wheel number 3. Analysis noted corrosion and damaged teeth on gear wheel 3. If information is provided in the future, a supplemental report will be issued.